Event description:
It was reported that it was ¿extremely painful¿ when the leads were placed for her trial. One of the leads came loose during the trial, which reportedly was the reason why the patient¿s trial was not successful. The patient was currently not in a trial, but was considering having permanent implant placed. Follow up is being conducted to determine patient outcome, possible interventions, and device issues.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, lot# unknown, product type: lead. (B)(4).